Manufacturer narrative:
(B)(4). The covidien service engineer (se) replaced the o2 sensor and found o2 gas hose line was not all the way screwed to high pressure oxygen fitting. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during preventative maintenance a 840 ventilator had a o2 sensor that was not working. There was no patient involvement at the time of the event.